Event description:
It was reported that the physician was displeased that the stored atrial electrograms (egm) only displayed a few beats of egm. The physician was hoping to see more egm to decipher if the episode was true atrial fibrillation (af). Upon further analysis, the egm markers were due to atrial oversensing resulting in atrial tachycardia (at) episodes. Adjustment of the atrial sensitivity was recommended. The device and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6); product ID 694958 implantable tachy lead implanted: 2007 (B)(6). (B)(4).